Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall during implant. Subsequently, an emergency echocardiogram was performed to confirm the perforation. A pericardial effusion was confirmed and an emergent pericardiocentesis was performed. The patient was intubated during this case. The physician was able to complete the procedure. No additional adverse patient effects were reported.